Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of 8mm monopolar curved scissors (mcs) instrument were unable to be completely closed. The procedure was completed with no reported injury.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the monopolar curved scissor (mcs) instrument confirms the serial number of the instrument. No visible damage was observed. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage. Both of the blade edges was indented, which prevents the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.